Event description:
Additional information was provided that when the increases in seizures were noted that the patient had their output current increased to 2.5ma and the magnet output increased to 2.75 ma. At the following appointment the next year the patient was found to have a depleted battery. At the prior appointment there was nothing noted that would have been a causal or contributing fact to the increase in seizures. No further information was provided.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient had an increase in seizures, unknown if above or below pre-vns baseline. The reported minor episodes were reported to consist of the patient turning his head to the left and right side and a generalized tonic-clonic activity. The patient's tegretol level was 4.2 mcg/ml at the time, the patient had a history of problems with tegretel in the past and had recently cut down his does from 1200 mg to 600 mg. There was no comment if this was the cause of the increase of seizures. The patient had another medication (carbatrol) increase and had the output current of his vns increased to 2.5 ma. The patient was injured at work but reported that it did not disturb his vns. Good faith attempts for additional information have been unsuccessful to date.